Event description:
The customer reported a few drops of fluid leaked from the probe and outside the unit during startup involving coulter act diff 12 analyzer. The customer stated the probe did not leak while processing controls and patient samples. The customer did not use personal protective equipment (ppe) during clean up. The customer indicated patient samples were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) checked instrument operation and observed the probe leaked fluid. The fse replaced valve lv8 and the probe wipe and resolved the issue. The fse replaced the diluent filters. System operation was verified. The unit conformed to the manufacturer's published performance specifications. Probe wipe. (B)(4).